Manufacturer narrative:
Manufacturing site: (B)(4). The microcatheter and the separated tip were returned for evaluation. Microscopic observation of the tip breakage site found a dent proximal to the breakage end that was assumed to be made by contacting stent struts. Circumferential cracks, a trace of applied tensile stress, were also observed proximal to the tip breakage end. The separated tip was approximately 1.5mm long. Circumferential cracks were observed distal to the tip breakage end that suggested tensile stress had contributed to tip separation. A tear that was assumed to be by interfering stent struts was observed on the tip surface. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and investigation outcome, it was concluded that tensile stress exceeding the product's design limit was inadvertently applied while the catheter tip was being trapped by the struts of the existing stent. There was no indication of product deficiency. Instructions for use (IFU) states that: - [warnings] do not insert or withdraw this microcatheter into or through stent struts; - [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, - [malfunctions] separation.

Event description:
It was reported that an asahi microcatheter was delivered with difficulty through struts of a deployed stent during a pci to treat a moderately calcified 75-90 stenosis in the lcx #11. The existing stent was placed at the lmt though the lad as it jailed the ostium of the lcx. To further advance a concomitant guide wire peripherally, the microcatheter was also advanced thorough the stent struts. The guide wire was able to reach the distal lcx so that the microcatheter was removed when it became trapped by the stent struts and its tip broke off. A mcirobasket was delivered to successfully retrieve the separated tip. The pci was resumed that successfully completed with reestablished blood flow. The physician commented that the lcx ostium was severely tortuous and the microcatheter could be caught by the stent struts. This defect was not attributed to the device itself but the anatomical condition. There were no adverse patient effects. The patient was without problem after the procedure.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.